Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. The customer stated that they was able to clear alarm and did not received request to rewind pump. Customer was also stated that they were unable fill the cannula in daily history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Case type: ngp. Customer returned insulin pump for an alleged insulin pump error on may 03, 2021. Test p-cap and reservoir does not lock properly into reservoir compartment during testing. Insulin pump was received with critical insulin pump error (open book image) alarm. Also the insulin pump was received with a cracked case (corner of belt clip rails), cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched lcd window. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Successfully downloaded firmware using crest. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board2 and battery tube assembly during visual inspection. The original electrical board2 was installed in a test electrical board1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The following were noted during visual inspection: missing o-ring, broken reservoir tube lip, detached retainer, fade serial number label, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged critical insulin pump error (open book image) confirmed. Unable to confirm insulin pump error due to critical insulin pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.